Event description:
It was reported that during use of the autolog one source pack, air bubbles were indicated in the saline solution line. All cables were adjusted and the system continued functioning, including centrifugation and fluid intake. A centrifuge speed error was then displayed; it was pressed and began functioning. After the process, an ¿ssn (normal saline solution) power on reset¿ message was observed, and a loose cap/bell component was noted. Blood was observed to be leaking. The process was repeated but did not function. It was reported that the device was damaged/defective. No blood transfusion was required. No patient injury or hospitalization was reported as a result of this event. Medtronic received additional information that the centrifuge speed error occurred during the use of the system and a failure in the disposable material was subsequently identified. No instrument failure was documented. An alarm was triggered due to air bubbles, centrifuge speed error, and leakage of saline solution and blood. The leak was evident from the lower part of the system; upon inspection of the input, a loose cap was observed. The installation process was repeated; however, the problem persisted. The component was subsequently replaced. Initial operational adjustments were made and, given the persistence of the failure, a review was requested from biomedical person, who determined that the supply was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.